Event description:
Customer reported via phone call that the insulin pump alarmed motor error twice. Customer was sleeping when the first alarm occurred. Customer also reported that the motor is making a louder noise that usual. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 129 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. No motor position encoder error alarm in the history alarm noted. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.